Event description:
It was reported that the patient was inappropriately shocked by their implantable cardioverter defibrillator (ICD). Additional information was requested and not received. The patient's condition was unknown.